Manufacturer narrative:
Pump was tested with the following protocol: connect tubing into reservoir. Prime tubing by gravity, then connect tubing to pressure gauge. Test 1: turn on the pump fail test if pump displays "pressure error" on post test 2: set prog to 125ml/hr for 20 vtbi, go to biomed options and set pressure to 8 psi. Run pump, pass pump if it alarms between 0 and 16 psi. Test 3: set prog to 125ml/hr for 20 vtbi, go to biomed options and set pressure to 30 psi. Run pump, pass pump if it alarms between 22 and 38 psi. Pump passed all 3 tests with no false or constant occlusion alarms. Pressure gauge s/n: (B)(6) cal date: on (B)(6) 2023. Reported issues is not confirmed. Pump meets passing criteria. Pump is being scrapped since it has reached end of life.

Event description:
On (B)(6) 2022 zyno solutions received an email stating that pump (B)(6) was returned to her and it had a note on the pump that stated "occlusion." Operator rn. Medication n/a. Patient involved. Patient was not harmed. Event date is unknown.